Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID 550 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip detached. There was no damage along the body of the fiber and the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 550 laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was a lumenis moses p120 console. According to the complainant, during the procedure and outside the patient, it was noted the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva ID 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.